Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between june 23, 2018 to june 26, 2018. H10: the device was received for evaluation containing 39 ml of fluid in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor underinfused. The device was filled 480mg desferrioxamine in 50ml 0.9% sodium chloride. This issue was identified after patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.